Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received lioresal baclofen (500mcg/ml, unknown dose and lot number) in an implantable pump for intractable spasticity. The patient experienced an infection following implant. It was unknown what symptoms the patient experienced. There was no knowledge of any environmental/external/patient factors that may have contributed to the event. It was unknown what diagnostics were performed. The system was explanted on (B)(6) 2016 to resolve the issue. The patient's status at the time of the event was stated to be alive with no injury. The system was going to be replaced in the future. The catheter was returned with indication it fracture around the lumbar area. It was unclear when the fracture occurred and how it relates to the infection.

Manufacturer narrative:
Returned pump analysis found no evidence of anomalies. Returned catheter analysis found no significant anomalies (tear in seal near guide ring in the sc connector).

Event description:
Additional information was received from a company representative. The catheter fracture occurred at explant and was due to the removal. The date is approximately (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.